Event description:
Approx one week after installation, a threaded screw in an external fixation clamp broke. The break was immediately obvious to the pt, who then contacted the physician who performed the initial installation. The physician replaced the clamp assembly with another clamp assembly from the original set used. There was no injury or medical condition as a result of the break. The pt recovered and the frame has been removed. The other clamp assemblies in this set were utilized with no problems occurring. The breakage could not be reproduced during eval of the same lot by the MFR.